Event description:
It was reported the programmer would not interrogate, or it stalled, when interrogating devices. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer was able to interrogate as required with a known good radiofrequency (rf) head. It was also noted that the printer drawer was broken. Concomitant medical products: product ID 2067 radiofrequency head.

Event description:
It was reported the programmer would not interrogate, or it stalled, when interrogating devices. The programmer was returned for repair. There was no patient involvement.